Manufacturer narrative:
Additional information received: additional information received 08-jan-2025; it was confirmed that the device did not have any contact with the patient. There as no damage noted to the device packaging. There was no attempt to thread the wire on the device, only saline solution was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during the index procedure; a leak was observed in stent graft etlw1610c82ee endur ii limb delivery system. Despite using a syringe with saline solution three times and following all steps in the leaflet, air remained in the system. The device was never implanted, and another part was used to resolve the issue. The patient was being treated for a saccular aneurysm measuring 54 mm. The issue was resolved by replacing the part, and the patient received treatment.

Manufacturer narrative:
Product analysis: the device returned for analysis with the external slider in the home position. A bend was evident to the graft cover. Minor deformation was evident to the graft cover. A kink was evident to the graft cover over the distal end of the stent. No leak was observed when flushing the device; water exited the taper tip when flushed via the backend luer. No further damage observed to device. The reported leak could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.